Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The pneumothorax was discovered via post-procedure chest x-ray. The target lesion was ground glass (not solid), about 1.5 centimeters in size and located in the left upper lobe, abutting the pleura. The patient was reported to be in stable condition. The physician believed that the pneumothorax was not ion related, but instead attributed to the lesion¿s proximity to the pleura. The pneumothorax was thought to have likely occurred via another modality. There was no device malfunction associated with the event.